Manufacturer narrative:
Event date is estimated.

Event description:
Related manufacturer report number: 1627487-2022-03214. It was reported that one of the patient's leads had broken through the skin. Surgical intervention was undertaken on (B)(6) 2022 in which the leads were explanted. Note: it is unknown which lead was broken through the skin so both are being reported.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.